Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that one day post implant their heart rate fell below what the device was "set" to. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.